Event description:
This patient experienced a thrombotic event aproximately 45 days post cypher stent implant. This was treated with re-ptca. This patient was admitted to the hospital with a chief complaint of known, cad. The patient was currently taking placed. The details regarding the lesion/vessel characteristics, the index procedure, and the medications given intra-procedure aser not known at this time. The patient was re-admitted to the hospital approximately 45 days post procedure with chest pain and was ruled in for an acute mi. Repeat angiography revealed a thrombotic occlusion of the previously placed cypher stent. This was treated with re-ptca.